Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call experiencing issues with air bubbles even after the insulin pump was replaced. Customer stated that bubbles appear in the tubing close to the site. The bubbles appear directly after sit change and also after a day or two. Customer states that if the reservoir plunger is moved up and down when filling it, the issue is worse. Customer has attempted to use 2 different types of insulin and has not been able to resolve the problem. Customer was advised that the issue would be investigated and a sales representative would be contacted.